Event description:
It was reported that the patient's awakening from the anesthesia was significantly delayed. The users were suspecting an overdosage of volatile anesthetics during the surgery.

Manufacturer narrative:
The evaluation has just started; results will be provided in a follow-up report.